Event description:
I received textured allergan implants in april 2016. By (B)(6) 2017 I realized I have a hard casing around one of my breasts. This is causing the breast to be hard, painful, and enlarged. I have not had any lab tests yet as I've only recently known that this could be a bigger issue. I will update after test results. FDA safety report ID# (B)(4).